Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure in 2007. At about two minutes into the eight minute therapy cycle, a high pressure sound occurred and the machine shut down. The catheter was withdrawn and a hole was seen in the balloon. The procedure was successfully completed with another catheter with no pt consequences.

Manufacturer narrative:
Conclusion the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.